Event description:
It was reported to philips that the movements of the allura device were unavailable. The device was inside clinical use at the time of the event. No patient harm was reported. Philip has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry movement was faulty. After reviewed the log file, unable to communicate with geo ipc. The fse cleaned the memory module and other board, restarted the system, reloaded the geo software. After the restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.